Manufacturer narrative:
The device was received for evaluation contaminated with chemotherapy. During visual inspection, the leak was not observed. No further sample analysis could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type extension set split where the tubing meets the patient connector and resulted in a leak of chemotherapy medication. This event occurred during patient infusion of unspecified chemotherapy medication. The split tubing was further described as a separation of the bond junction between the tubing and patient connector. This event also resulted in a approximately 30 to 40ml loss of the patient¿s blood. An unknown amount of the chemo solution spilled on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.